Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after an initial implant procedure. Upon device interrogation, the patient's right ventricular lead exhibited decreased r-wave sensing. It was noted that all other measurements were normal. The lead was revised and the patient's condition was stable throughout the procedure.